Event description:
During follow-up on an unrelated report, the following event was reported: the patient's transfer set was separated from the titanium adapter during draining and after that, the patient reconnected them by hand. The actual sample is not available. This is a spontaneous consumer report with supplemental information by a physician from (B)(6) of a separation occurring between the transfer set and the titanium adapter during draining and peritonitis in a (B)(6) male patient coincident with extraneal viaflex, dianeal-n pd4 1.5% and dianeal-n pd4 2.5% therapies. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency and lot # not reported), dianeal-n pd4 1.5% (dose, frequency and lot # not reported) and dianeal-n pd4 2.5% (dose, frequency and lot # not reported) intraperitoneally (ip) for chronic renal failure. On (B)(6) 2010, the patient contacted baxter (B)(4) technical service center and stated that he had been hospitalized due to peritonitis. On (B)(6) 2010, a separation between the transfer set and the titanium adapter occurred during draining and the patient reconnected them by hand. On (B)(6) 2010, the patient visited the hospital for hemodialysis (hd) and complained of abdominal pain. On that same day, the patient was treated with a dose of meropen 0.5 milligrams (mg) intravenous for suspected peritonitis. The patient was instructed to perform a peritoneal lavage at home. At home, the patient noticed the peritoneal effluent was cloudy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The outcome of the events was unknown. Action taken with dianeal was not reported. Medical history was significant for chronic renal failure. Concomitant medications were not reported. At the time of this report, extraneal and dianeal therapies continued unchanged. The physician believed that the event of peritonitis was unrelated to extraneal and dianeal. The physician considered that the event of peritonitis was caused by the event of separation occurring between the transfer set and the titanium adapter during draining and the patient reconnecting them by hand. No further information is available.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). This complaint indicates a separation of the connection between the patient catheter adapter and transfer set occurred due to disconnection of the joint due to unknown reasons. On page 3-10 of homechoice apd systems patient at-home guide patients are instructed to check all disposable set connections for a secure fit before beginning therapy. For this reason existing product labeling is judged adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample was not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is known that the product is a transfer set; therefore, the manufacturing site information has been provided.